Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/12/2014 with the following findings: visual inspection revealed that the keypad cover was torn in the area of the down arrow button. Evaluation revealed that all of the keypad buttons were properly responsive: the reported issue was not duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. The relation of the observed device failures to the reported issue could not be determined, as the reported issue would have to be duplicated to determine such. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.